Event description:
The hospital reported that the scope was identified to be cracked. The reporter did not have any information regarding the usage and patient involvement. Upon receipt of the scope on 9/13/2006, it was identified that the distal lens of the scope was cracked. Cracked lens is a reportable malfunction.

Manufacturer narrative:
Investigation results: scholly investigation received fifteen days after the event date indicates that tubes are bended and the welded joint is broken. Additionally, the object has defect. This is a result from mishandling of the optic.